Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
The balloon catheter was inserted into the patient for an fistuloplasty procedure at the central vein. Upon initial inflation, the balloon burst at nominal pressure (12atm). The vessel tortuosity and calcification were both reported as moderate. The lesion length was approximately 60mm with a 70% degree of stenosis (soft, fibrous). The procedure was completed with another balloon and everything reportedly went well. There was no reported procedure delay. There was no patient harm.